Manufacturer narrative:
A supplemental report is being submitted for the completed engineering evaluation. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery was provided by the site and reviewed, and the following was observed: two bent struts on the valve inflow side are protruding through the strain relief, and the patient's access vessels had the presence of tortuosity, calcification, and was undersized. The complaint for frame damage was confirmed based on provided imagery. Available information suggests patient factors (calcification, tortuosity, undersized vessel) and/or procedural factors (high push force) likely contributed to the event as reported in the event description and observed in the imaging evaluation. Tortuosity, calcification, and undersized vessels were observed. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Undersized vessels (e.g. Due to anatomical variation, pre-existing stent or graft, scar tissue, or fibrosis) can create a restricted pathway or constrained condition resulting in difficulty during sheath expansion and increased resistance during the advancement of the delivery system. High push force can lead to the valve struts interacting with the sheath shaft and result in the strut damage at the valve inflow side. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist, during a transfemoral tavr procedure with a 26 mm sapien 3 ultra resilia valve, the valve got stuck in the 14 fr. Esheath+ and was not able to advance. There was no difficulty faced inserting the esheath+ into the patient. The esheath+ was not inserted at a steep angle. Two prongs were bent within the sheath. The devices were removed as a whole and the physician upsized to 16fr esheath+. A new valve and delivery system advanced without issue. The operator does not feel it was due to edwards product, but felt the issue was patient anatomy related. There was no report of sheath damage or loss of integrity. The patient was stable and went to the floor. The devices were discarded and will not be returned.